Event description:
It was reported that the pump would not turn on. The customer experienced a blood glucose (bg) level reported as "high"; specific value was not provided. At the time of report, customer had not taken any action to address elevated bg. Troubleshooting was performed and it was identified that the customer had accidentally turned off the pump. Pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.